Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump error 4 (the motor arm cannot communicate with the main arm.), pump error 53 (software error detected), unable to upload. The customer reported no adverse event. The event involved product(s) mmt-1884l, mmt-6101. Troubleshooting was performed. No harm requiring medical intervention was reported. No product return is required for mmt-1884l. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in sections b5 (updated summary has been added) with this report. Pump passed displacement test, and self test. Successfully utilized crest and thus to download history files, traces and comlink3 files. Found multiple pump error 53 alarms on (B)(6) 2026 19:51:33.000 in pump diagnostic trace due to software error. No pump error 4 during testing and in download history noted. Pump was cut open to perform visual inspection with no moisture damage on the electronics, battery connector, battery tube, motor, vibrator during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: unit had scratched case, stained keypad overlay, cracked keypad overlay. No pump error 4, 53 alarms during testing. However, pump error 53 alarm confirmed in pump history due to software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: product return was required for mmt-1884l.